Event description:
The customer reportedly obtained a 494 mg/dl and 180 mg/dl on the accu-chek compact plus system within a ten minutes timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.